Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the string pulled out of the tampon upon removal leaving the tampon inside. Consumer alleged she had to go get it taken out. Multiple attempts have been made to obtain further information. No further information has been received.